Event description:
Legal received a phone call from an attorney regardng their family member who had a revision. Op notes indicate tibial insert showed poly wear. No gross loosening indicated. Osteolysis under the femoral component.